Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required code populated regarding an internal battery permanent failure. The device's internal battery was replaced to address the issue. Additionally, the front enclosure, handle, inlet air path assembly, and removeable air path foam were replaced. The unit also failed testing for negative flow. The unit was sent for run in tests and passed all testing.